Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (10 mg/ml at 2 mg/day) via an implanted pump. It was reported that the pump was uncomfortable for the patient due to weight loss. There were no other environmental, external, or patient factors noted that may have led or contributed to the issue. The hcp revised the pump position in the pocket. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.